Event description:
It was reported that during an attempted implant, the physician noted the parameters were not ideal although several attempts were made. The lead was removed and replaced with a new model to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.